Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low level failures alarm (variable info=3) confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarm. The customer¿s blood glucose level was 282 mg/dl. Troubleshooting was performed. The customer stated that self test was performed and it was failed. Insulin pump will be returned for analysis.